Event description:
It was reported that a patient who underwent an anterior cervical discectomy fusion surgery had a plate and screws implanted. Sometime post-op a halo was noticed around the screws at c6. Approximately 6 months post-op the patient underwent revision surgery to reposition the screws at c6. No patient complications were reported.

Manufacturer narrative:
(B) (4): the screw has been returned to the MFR for eval. Analysis results are not available at the time of this report. A f/u report will be sent when the analysis is complete.